Event description:
It was reported by medicon that the stent had been implanted for about three months when the breakage of the stent was noticed on images. Choledochitis developed due to the stent break. The pt currently has jaundice. Add'l info received: the stent had been placed in the bile duct between the papilla vateri and the left hepatic duct. No post-dilation was performed. The underlying disease was pancreatic cancer. The fracture was noticed 3 1/2 mos later. The pt has been followed-up with no intervention being performed.

Manufacturer narrative:
This is being reported because the device is the same or similar to a device that used to be marketed in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned, but images were received that show a luminexx stent implanted in the bile duct. The stent was regularly expanded in the area of the papilla vateri. In the adjacent segment of the bile duct of approx 30mm length the expansion of the stent is incomplete and a distinct curve is visible. The intra-hepatic segment of the stent of approx 50mm length is fully expanded. On the images sometime later, a complete fracture of the stent in the area of the curve is clearly visible. According to the info received, no post-dilation of the stent was performed. No cause for the stent fracture can be identified which could have been related to the procedure. The root cause of the stent fracture could not be determined on the basis of the received info and x-ray copies.